Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant low tacrolimus results with time after well hydration is unknown. The reagent issue is under investigation by siemens healthcare diagnostics inc. The instrument is performing within specifications.

Event description:
Discrepant low results were obtained on tacrolimus (tacr) qc and patient samples with time after first hydration of a reagent well. It is unknown if patient results were reported to the physician prior to recognition of the issue. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discrepant low tacrolimus results.